Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that ophthalmic operating console and handpiece had insufficient ultrasound oscillation was halfway during cataract surgery. The physician pointed out that ultrasound was weak and the nucleus was pressed too much in the patient's eye (unknown), then anterior capsule tear occurred and continuous curvilinear capsulorhexis (ccc) was spread. However, it was unknown if the nucleus fell or not, the wound was sutured with the nucleus remained. The surgery could not be continued and the nucleus remained in the state of more than half, intraocular lens (iol) could not be implanted and ended up pause and canceled. The following day examination was performed, the patient was transferred to another hospital for additional medical intervention and reported that the nucleus was removed and an intraocular lens (iol) was implanted there. Two days later ultrasound oscillation was confirmed to be no problem. The current condition of the patient was unknown. Additional information has been requested.

Manufacturer narrative:
The company representative was unable to confirm nor replicate the reported event. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The complaints were determined to not be relevant to this investigation. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.